Event description:
A past high blood glucose (bg) event was reported by the customer, with the highest bg level recorded at 33 mg/dl. The incident resulted in a serious impact, requiring hospitalization due to mitral valve prolapse, with assistance from emergency services, and the presence of ketones. The customer also reported experiencing frequent high bg events and was transferred for further assistance.